Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited a b30 scope communication error. The issue occurred during inspection for use in an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned for inspection and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported was caused by moisture and damages as deformities and scratches in the connector contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.